Event description:
On (B)(6) 2013 information was received from the reporter that the physician was experiencing problems with his handheld computer, such that when the computer was charged and attempted to be turned on that it wouldn¿t go past the screen that first appears prompting for the screen to be tapped. The physician tried to turn off the handheld computer but that would not work either. No patients were involved with the reported issue with the handheld computer. The physician¿s site was instructed to troubleshoot the handheld computer by forcing it to go to the align screen, however the computer did not respond. Another hard reset was performed, but the computer became stuck on the tap screen to set up screen again. The screen lock button was not on. As the computer was unable to move past the initial screen, the handheld computer was returned along with the software flashcard to the manufacturer for product analysis on (B)(6) 2013. Analysis of the handheld was completed on 08/01/2013. No software anomalies were identified during the analysis. During the analysis it was identified that the touchscreen display was unresponsive. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. Analysis of the flashcard was completed on 08/01/2013. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications as evaluated through 38-0004-3700.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the handheld computer passed all functional tests prior to distribution. Device failure occurred, but did not cause or contribute to a death or serious injury.